Event description:
The customer reported that the sys intermittently would not boot up. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply input voltage was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.